Manufacturer narrative:
Na

Event description:
It was reported that during a transport, the pt's o2 sats dropped to approx 50% while connected to the ventilator. A full d cylinder of oxygen was connected to the ventilator and the pt was increased to 100% oxygen when the problem occurred. The ventilator was alarming for low o2 pressure and then high pip. No pt harm reported. The nurse involved during the reported event changed the pt circuit to address the problem.